Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging battery) has been confirmed. Upon investigation the battery charger failed a battery charging test. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the charger bedside board. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective q1 transistor. The pt received a replacement battery charger/modem.

Event description:
The ex-wife of a (B)(6) male pt called zoll customer support to report that the pt's battery charger was not properly charging his battery packs. The pt was issued a replacement battery charger/modem.